Event description:
Legal counsel for the patient reports patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, on (B)(6) 2010 a revision was performed due to allegations of pain, discomfort, soreness, dysfunction, difficulty ambulating, loss of range of motion, metal poisoning, and metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received noted in the revision operative report noted a left hip revision occurred (B)(6) 2010 due to pain and further noted the presence of avulsion of the muscle anteriorly from the trochanter, a loose acetabular cup and grayish staining of the tissue consistent with metallosis. Operative report further noted a revision was performed in (B)(6) 2009 due to loosening of the socket on an unknown hip.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event ¿ exact date is unknown - revision performed in (B)(6) 2009. Product / lot code / expiration date - unknown; date of implant ¿ unknown; date of explant ¿ exact date of explant unknown - explant occurred in (B)(6) 2009. PMA/510(k) number / manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report number is 4 of 4 mdrs filed for the same patient (reference 0001825034-2014-01291/-01292/-01293/-04438).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Expiration date: ni. Manufacture date: ni. Reported event was confirmed through review of medical records. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left hip revision approximately 2 years post previous revision, due to pain, metallosis, infection and cup loosening. During the revision, all implants were removed and spacer was put in. Attempts have been made and additional information on the reported event is unavailable.